Manufacturer narrative:
H4: the lot was manufactured from january 09, 2023 - january 10, 2023. H10: one (1) actual device was received for evaluation. Unaided visual inspection was performed and a tear was observed at the upper right side edge of the eva bag only. Functional testing was performed which revealed a leak at the upper right side edge of the bag. Additional magnified inspection verified a tear/hole in the upper right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the top left corner under the seam. This issue was identified before use. There was no patient involvement. No additional information is available.